Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number: (B)(4).

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00620204822 shell porous with cluster holes 48 mm lot#: 61210891. Catalog#: 00771101300 femoral stem 12/14 neck taper plasma sprayed press-fit cementless size 13.5 standard offset lot#: 61118280. Catalog#: unk biolox option ceramic head. The device will not be returned for analysis, as the device remains implanted; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-00824, 0001822565-2021-00826.

Event description:
It was reported that the patient underwent a revision procedure due to pain, metal related pathology, and a fractured poly. Subsequently, the patient continues to experience pain, weakness, and gait impairment requiring use of a cane while ambulating. Attempts have been made and additional information on the reported event is unavailable at this time.